Event description:
It was reported that the customer had a button error on the insulin pump. Customer's blood glucose level was 81 mg/dl. Customer stated that she received one button error alarm yesterday and another one today. Customer reported that she was able to clear both alarms. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
(B)(4).findings: pump received with button error alarm and no button response due to flattened esc button dome switch. No cosmetic damage noted.